Event description:
It was reported that after an upper endoscopy, when the device was no longer used on patient, the subject device exhibited that the biopsy channel was clogged with the powder used to control bleeding. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of clogged biopsy channel was due to component failure and the cause of green and white substance in the channels could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.